Event description:
Patient's ventilator was alarming, staff went into the room to find error 980 and settings on the ventilator were locked. Patient's sp02 saturation dipped to as low as 85% just before patient was given 100% bvm while staff were awaiting a new ventilator to be brought to the room. FDA safety report ID # (B)(4).